Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. Further visual inspection revealed that the tube was under inserted inside the chamber. Direct cause is to be attributed to under insertion of the tube in the pip of the chamber by the manufacturing process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a flogard solution set was not sufficiently glued to the tubing of the set. This was noted before use. There was no patient involvement. No additional information is available.